Manufacturer narrative:
Additional information: h3-device evaluation: lens returned in a microcentrifuge vial with moisture. Visual inspection found no visible damage to lens. Dimensional inspection found the lens to be within specifications. Corrected data: h6- investigation code 4110 for trend analysis should have been included. Result code in initial MDR corrected from 114 to 213. H10- 4110- lens work order search: no additional similar complaint type event(s) within associated lots were found. Claim# (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -9.5/+1.0/130 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2020. On (B)(6) 2020 the lens was explanted due to low vault. The cause of the event is reported as unknown.